Event description:
It was initially reported the patient experienced a return of symptoms with an increase in pain. The pain clinic had recently changed the medication from morphine to fentanyl and the dosage had been increased. The next refill was due end of (B)(6). The clinic had suggested a dye study at that time. It was later reported that the patient still had concerns regarding device or therapy and was working with their healthcare professional (hcp). The patient did not have an appointment scheduled at the time of this report. He was in the process of having records transferred to a new physician due to a move. The patient's back pain was doing well until he moved; then he started to have problems. In (B)(6), the patient continued to have concerns regarding the device or therapy, but was working with his hcp. The patient started having more serious pain in his back and was seen 3 times. The back pain continued to increase; "your pump does not seem to be working." Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: catheter model # 8709sc lot# n238357009 implanted: (B)(6) 2011 explanted: unknown.